Event description:
Reporter alleged blood glucose measured 292 mg/dl at 7:30 pm before dinner and shortly afterwards customer passed out. Customer stated emergency medical technicians (emts) arrived 5 minutes later and tested customer's glucose to be 40 mg/dl. Emts reportedly treated customer with a glucose IV and took him to the hospital where he was treated with food. Customer indicated readings had been higher all day of the alleged incident. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.